Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a de novo lesion in the distal left anterior descending artery with mild tortuosity and moderate calcification. A 3x18mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion. The system was pressurized but the balloon completely failed to inflate. Thus, the stent failed to deploy. The device was removed and an unspecified stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.